Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had persistent driveline power fault alarms. The alarm occurred on (B)(6) 2021. The patient's controller and modular cable were exchanged. Related manufacturer reference number: 2916596-2021-00114.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review as well as downloaded from the returned and associated system controller (serial #: (B)(6)) for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 11:47:49, a driveline power fault alarm was active and coincident with a pwr_a_broken fault. The driveline power fault cleared once the driveline was disconnected on (B)(6) 2021 at 15:22:40 for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and a driveline power fault alarm was active. The system controller and returned modular cable were later functionally tested together and the driveline power fault alarm was not reproduced again. The system controller then underwent functional testing before it was connected to the mock loop. The system controller was able to operate for an extended operation as intended. A further investigation was performed on the system controller to investigate the driveline power fault alarm. The alarm was able to be reproduced during further testing and was narrowed down to an issue with the bulkhead assembly connector. The bulkhead connector assembly was replaced and there were no alarms active. When the original bulkhead connector assembly was placed into the controller, the alarms resumed. The bulkhead connector assembly was examined under a microscope and a leaf spring was found to be missing within pin 2, the brown wire/pwr_a. A manufacturing analysis task was opened to further investigate the bulkhead assembly connector. A bent lamella was found within the connector. The system controller passed all tests during manufacturing and this issue would have been identified during testing. No further action is needed. Additional provided information stated alarms have resolved. The root cause for the reported event was conclusively determined to be due to a bent lamella inside of the bulkhead assembly connector on the system controller. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms and controller fault alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.